Event description:
Several sigma syringe 8000 infusion pumps were upgraded to enable drug error prevention capability. The pumps provide controlled infusion for critically ill pts. The upgrade involved both software and hardware components including replacement of an ic chip on the pump's motherboard. All pumps were tested and scheduled maintenance performed prior to return to service. Nine pumps failed when the user attempted to change flow rate. The screen went blank although power and tone continues. It was not clear whether the pump was running and delivering drug. Addendum per rptr conversation: 91 total pumps involved and sent to MFR for reprogramming. Only 9 actually did fail, and presumed rest could fail as well.